Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection). (B)(4).

Event description:
During the index procedure, one endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the mid lad. Patient had stable angina at the 30 day follow up. The patient was free of symptoms at the 6 months, 1 year, 1.5 year, 2 year and 2.5 year follow up. The patient had a revascularization of the proximal lad approximately 2 years and 7 months post the index procedure which was reported to probably be related to the study device. During the revascularization, two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted, the second stent was implanted to treat a dissection which occurred after the first stent was deployed. No further complications were reported.